Manufacturer narrative:
(B)(4).

Event description:
It was reported that post a ventricular tachycardia clinical study procedure (B)(4), a small pericardial effusion occurred. The pericardial effusion was at posterior to the left ventricle and paradoxical septal motion was found. Three days following the procedure, the patient's hematocrit decreased from 39 to 23; hemoglobin decreased from 13.1 to 8.1. Pericardiocentesis was performed. Vasopressor support and pacemaker overdrive were attempted. Transient impairment was reported as severe. The outcome of event was reported as resolved. Patient's prognosis was satisfactory.